Manufacturer narrative:
In the same month as peritonitis onset, the antibiotic course was completed. It was reported that the patient¿s peritoneal dialysis (pd) effluent was clear and the patient was ¿doing well¿. Fifteen days after peritonitis onset, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin, 1gram, every 72 hours (route was not reported) and injection fortum, once a day (dose and route was not reported). The outcome of the peritonitis was unknown. It was not reported if extraneal therapy was ongoing. No additional information is available.